Manufacturer narrative:
Citation: yousif n et al. Impact of gender on outcomes after transcatheter aortic valve implantation. J geriatr cardiol. 2018 jun; 15 (6): 394-400. Doi: 10.11909/j.issn.1671-5411.2018.06.013. Epub 2018 jun 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the prognostic influence of gender in patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from a single center between may 2008 and april 2014. The study population included 546 patients (predominantly female; mean age 82 ± 7.6 years), 273 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 37 deaths occurred within 30 days after tavi. One-year mortality rate comprised a total of 82 deaths. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: permanent pacemaker implantation, valve related dysfunction, stroke, major bleeding, and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.